Event description:
It was reported the ventilator generated an error which rendered the ventilation inoperable. There was no patient harm reported.

Manufacturer narrative:
The service engineer (se) inspected the ventilator and replaced the expiratory pressure transducer auto-zero solenoid (sol2). The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.